Event description:
On 14-sep-2025, it was reported that on (B)(6) 2025, a beta bionics ilet user experienced hyperglycemia with a blood glucose value of 401 mg/dl after receiving alert 38 (stalled motor). The user performed insulin injections for correction, and glucose values began returning toward range. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.